Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this right atrial lead, satisfactory impedance measurements were unable to be obtained. For this reason, the lead was removed and discarded. Another lead of same model type was implanted without reported incident.